Event description:
On 21-aug-2025, the user¿s guardian reported a ¿low bg¿ alert but could not confirm the low due to a malfunctioning fingerstick reader. Later, a fingerstick performed at school showed blood glucose (bg) of 362 mg/dl, indicating dexcom g7 continuous glucose monitor (cgm) inaccuracy. The nurse disconnected the ilet and transitioned user to mdis until a new sensor could be applied. The user's guardian stated they would call back with updates. The agent attempted follow-up calls on (B)(6) 2025 to confirm new sensor placement and bg stabilization but received no response, leaving voicemails each time. Case was closed after more than three unsuccessful follow-up attempts. Lowest blood glucose (bg) recorded was unconfirmed, and highest was 362 mg/dl. No prolonged out-of-range period was verified. Bg was not corrected. User reported feeling fine, with no outside assistance or medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.